Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that the patient was feeling a burning sensation at the implant site for at least the past 3 weeks prior to the date of this report. The patient was feeling it more and more often and it was also dependent on her body position. It was noted that sometimes the site was swollen. The burning sensation felt like it was on the inside. Stimulation was still the same and the patient was getting it in her neck, arm and shoulder on the left side. It was noted that sometimes it would go over to the right neck and arm. Additional information received reported the patient was still having concerns with their device or therapy but they had not sought further help.